Event description:
It was reported that the patient implanted with this pacemaker system was hospitalized for radiation therapy. It was noted that the projected battery capacity was seven months on the first day of treatment, and the pacemaker entered safety mode the following day. The device was operating at a rate of 90-100 beats per minute (bpm). Device changeout was anticipated at the same hospital. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information received reported that the pacemaker revision date has not yet been scheduled, and is pending an improvement on the patient's underlying condition and unrelated ongoing radiation therapy. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received indicating the patient's underlying condition never improved. The patient was placed in palliative care and passed away without a device replacement.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e1: updated initial reporter first name to "(B)(6)."

Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter details and event resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker system was hospitalized for radiation therapy. It was noted that the projected battery capacity was seven months on the first day of treatment, and the pacemaker entered safety mode the following day. The device was operating at a rate of 90-100 beats per minute (bpm). Device changeout was anticipated at the same hospital. This pacemaker remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker system was hospitalized for radiation therapy. It was noted that the projected battery capacity was seven months on the first day of treatment, and the pacemaker entered safety mode the following day. The device was operating at a rate of 90-100 beats per minute (bpm). Device changeout was anticipated at the same hospital. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information received reported that the pacemaker revision date has not yet been scheduled, and is pending an improvement on the patient's underlying condition and unrelated ongoing radiation therapy. This pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter details and event resolution. If information is provided in the future, a supplemental report will be issued.